Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2016 .device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: a review of the pump black box revealed a cs 078 alarm. A call service 088 alarm was observed during rewind, load and prime steps. Due to this alarm, the complaint was unable to be investigated.